Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial driven rhythm. Technical services (ts) reviewed the episodes and discussed that after the quick convert and during charge a beat falling in any zone of therapy even in monitor only zone is considered fast. In these episodes, the end beats were in the vt-1 monitor only zone and were considered fast, therefore, therapy was provided. Ts recommended to remove the monitor only zone. The physician requested that the patient is seen in-clinic to have the ventricular tachycardia (vt) zone programmed to withhold the shock if atp therapy is effective. The ICD remains in service. No additional adverse patient effects were reported.